Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the patient's pacemaker exhibited multiple inappropriate magnet responses. Additionally, the device exhibited communication problems. Programming changes were made and magnet response was turned off. The patient was stable.

Manufacturer narrative:
The reported event of inappropriate magnet detection was confirmed. Review of the information provided showed multiple magnet detection episodes were recorded on the device include egm¿s. The root cause of the magnet detection was not able to be determined.

Manufacturer narrative:
Correction: h3 and h6 coding was updated.